Event description:
The customer reported that the needle hub broke which resulted in leakage at the luer connection. The suspension leaked from the needle hub. When the nurse screwed the needle to the syringe tip and wanted to purge, the liquid came out from the side at the blue part of the needle. The thread is broken/broken at the joint.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Samples and pictures were received, and the reported issue was observed. However, a definitive root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.